Manufacturer narrative:
An event regarding loosening involving an abgii stem was reported. A medical review confirmed loosening and periprosthetic fracture. Method & results: device evaluation and results: the stem has some fibrous tissue on the surface. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that: repetitive falling incidents of the patient after cva including a history of greater trochanteric fracture have caused an overload condition on the stem (and cup) with loosening and osteolysis as outcome requiring revision. Device history review indicated that all devices were manufactured and accepted into stock with no relevant reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot.. Conclusions: a review of the provided information by a clinical consultant concluded that "repetitive falling incidents of the patient after cva including a history of greater trochanteric fracture have caused an overload condition on the stem (and cup) with loosening and osteolysis as outcome requiring revision." No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The pharmacy of the hospital reported the following event: "loosening of the stem of a left total hip prosthesis. Loosening occurred as a result of multiple trauma (fall from patient's height) and was observed during imaging. This prosthesis was implanted in (B)(6)2009. On (B)(6) 2015, bipolar revision of the total prosthesis is required."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The pharmacy of the hospital reported the following event: "loosening of the stem of a left total hip prosthesis. Loosening occurred as a result of multiple trauma (fall from patient's height) and was observed during imaging. This prosthesis was implanted in (B)(6)2009. On (B)(6) 2015, bipolar revision of the total prosthesis is required."